Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to a cut was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Product event summary: the device was returned for analysis but this is not yet complete. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported about three weeks after implant that the patient's right ventricular (rv) lead was explanted and replaced for oversensing and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.